Event description:
It was reported the pt feels variable stimulation when he turns his head. The pt plans to meet with an sjm rep to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.